Event description:
It was reported that shaft break occurred. The 85-95% stenosed target lesion was located in the left anterior descending artery. A 8mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft was reported to be damaged. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the shaft was broken.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. At 45cm from the strain relief, the hypotube of the device was kinked. There was a separation of the hypotube 46.6cm from the strain relief. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. At 1.3cm distal from the separation, the hypotube was kinked. The balloon was tightly folded and there was no evidence of fluid within the device. The tip of the device was severely damaged. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The 85-95% stenosed target lesion was located in the left anterior descending artery. A 8mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft was reported to be damaged. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the shaft was broken.